Event description:
Pt presented with recurrent incontinence. She had a solyx sling placed to treat the symptoms in 2009. The procedure did not help. The solyx sling was taken out and a new sling was implanted a month later. The patient is still experiencing incontinence. This report is regarding the implant of the second suburethral tape which was of an unk brand.